Event description:
Coiling a previously rupture 3mm x 2mm anterior communicating artery aneurysm. Dr. Accessed the lesion with an echelon -10 catheter, and a synchro 14 guidewire. Dr. Then chose an e-2-4-t10-ts and deployed successfully. During a preceding angiography injection before detaching the coil, dr. Noted severe extravasation of contrast, indicating an inter-procedural re-rupture of the aneurysm. Dr. Detached the coil quickly and attempted to deploy two different e-2-1-t10-ts coils, but the catheter kept backing out of the an. Dr. Removed both coils, and injected into the aneurysm to stop the extravasation. Additional angiography showed complete occlusion of the aneurysm with all adjacent vessels including the anterior communicating artery patent there was no patient sequelae as a result of this event.